Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va01czn, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-jul-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim was not covering the correct location so they are going to move the leads and put an MRI full body ins in april. The patient was redirected to their healthcare provider to further address the issue.